Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the ventricular lead was dislodged during an attempt to reposition the atrial lead. The lead was replaced.